Event description:
It was reported that the tip broke inside the patient. With the removal of the same one, it all ended well. No patient injuries were reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 20 degrees up cuff stitch straight was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The distal tip has broken off and not returned. The remaining portion of the tip is bent and twisted. The condition of the device indicates it was subjected to excessive force during use. Per the devices IFU under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ no root cause related to the manufacture of the device can be established.